Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16092. It was reported, the pt suddenly lost stimulation. She reported she was able to locate the ipg but could not feel any stimulation when increasing the amplitude. Follow-up indicated the sjm representative met with pt for programming but was unable to resolve the issue. Diagnostic testing revealed the system impedance was high, and one lead contact exhibited low impedance levels. X-rays showed no anomalies. Surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.